Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient stated the trial went good and they never had to adjust anything. They then stated the implant they got was giving they got was giving them problems. The doctor had tried adjusting it 3 or 4 times now it still didn't work. Patient stated the device had not been helping since implant like the other one did. Patient stated they tried to get in to the doctor the week prior, but they started getting a lot of pain in their pelvis and bladder and they had urge so bad, but finally if they sat up and move a little bit their urine started coming out. Patient stated they went from 1 to 4 and put it from 8 to 9 and it still wasn't doing anything and they were peeing just like before it was put in. Patient complained of no therapeutic effect and a strong urge to urinate. No further complications were reported or anticipated.